Manufacturer narrative:
Concomitant medical products: 4568-53 lead, implanted on (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited suspected loss of pacing and it was noted that the patient's heart rate went below set parameters on the ipg. The ipg remains in use. No further patient complications have been reported as a result of this event.